Event description:
During the device evaluation, the video system center exhibited a video connector socket failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): d8, h3 and h6. Device was returned and the customer's allegation was confirmed. The device evaluation found damage to the video connector socket and the video connector could not be connected firmly. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.